Event description:
The customer reported the au5800 clinical chemistry analyzer generated approximately thirty (30) erroneous high ise (ion selective electrode) patient results for sodium (na) and potassium (k). The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the analyzer and observed bubbles on the buffer syringe during primes. The fes determined the ise buffer valve malfunctioned. The fse replaced the two ise buffer valves which resolved the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Section e1 initial reporter phone number is (B)(6). The beckman coulter identifier is (B)(4).